Manufacturer narrative:
Na

Event description:
It was reported that the atrial lead exhibited less than 200 ohms impedance. When the patient's pulse generator was explanted in 2008, the lead impedance was 370 ohms.